Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: weight to the spec, calcification, deformation, crease fold and wear abrasion. Cloudy color and bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "explantation of a right breast prosthesis for presence of a fibrosed retractable capsule with deposition friable chalky chalk and whitish and suspicion of anaplastic lymphoma at large cells." The device has been removed. This record relates to the right side.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "presence of a fibrosed retractable capsule with deposition friable chalky chalk and whitish and suspicion of anaplastic lymphoma at large cells." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "explantation of a right breast prosthesis for presence of a fibrosed retractable capsule with deposition friable chalky chalk and whitish and suspicion of anaplastic lymphoma at large cells." The device has been removed. This record relates to the right side.